Manufacturer narrative:
Section a2, d10: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarm could not be confirmed through this evaluation. The account reported a system controller exchange occurred and log files were submitted. The system showed device operation above the low speed limit for the duration of the log files. It was reported the patient refused a driveline repair and remains ongoing on vad support. The heartmate ii instruction for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device (age of device: 2 years, 7 months) no other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a driveline fault alarm. The patient decided that he does want a driveline repair done.